Manufacturer narrative:
A return material authorization (RMA) was issued requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the hooks of the force bipolar instrument was off the articulation. The instrument was stuck on the tissue. Instrument release kit (irk) was used to release the tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the failure was replicated and confirmed. The instrument was found to have a bent grip, causing misalignment of the grips. There was a portion of the grip near the base, closest to the distal clevis pin that extended further than manufactured. Additionally, the instrument was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. The wire insulation was not damaged and the instrument passed an electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.